Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's clock was off by 6 minutes and two or three occasions reservoir was tighten in the insulin pump. Customer reported labels on buttons were worn off making it difficult to distinguish them, scratches on the screen sometimes forces patient to rotate insulin pump to see display, there was rainbow effect on screen that did not allow user to see display when outside. Customer declined for troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.